Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s first implant was removed (B)(6) 2013 and it was discovered that ¿only one of the leads was connected.¿ the patient stated that the doctor told him that because only one lead was working they should replace it. The patient stated the stimulation was working great afterwards and relieved his pain. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v089506, implanted: (B)(6) 2008. Product type: lead: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient. (B)(4).